Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the ubc was confirmed. During the evaluation of ubc-34299, there was damage observed to the power inlet, housing, and baseplate. When the unit was opened, there was a burn mark on the main pcb and a loose ferrite clip. The system was not booted up due to the damage to the power inlet and main board. The system did not function as intended. The power inlet, housing, main pcb, and baseplate were replaced and all tests were performed per procedure. The device was scrapped due to excessive damage. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Ubc-34299 was shipped to the customer on (B)(6) 2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The universal battery charger (ubc) instructions for use (IFU) explains under the responding to advisory messages how to troubleshoot any errors or alarms. It states under the precautions section: "the metal contacts inside the ubc pockets should be kept clean and dry. Do not expose contacts to water, moisture, dirt, etc. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during service of the unit, power entry module damage was found. The unit was returned for repair. A burn mark was observed on the main pcb during evaluation of the returned device.